Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected a59, a56, a60, a57 and a41 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not returned device for analysis.